Event description:
It was reported that during an unk procedure, the blade was broken. The broken part was retrieved from the pt. Another device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.